Event description:
It was reported that during an unspecified procedure, a vessel dissection occurred. The target location for treatment was the ostial right artery. During an unspecified time of the procedure a runway guide catheter was deep seated and "assisted in dissecting an ostial right" artery. No further patient complications were reported and the patient's status is listed as fine. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).